Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and multiple no delivery alarm. Customer was taken to the emergency room on (B)(6) 2017 due diabetic ketoacidosis. Customer was wearing the insulin pump with a blood glucose of 483 mg/dl at the time of admission. Blood glucose at the time of the call was 563 mg/dl and treated with manual injections. During troubleshooting, it was stated that the infusion set had a bent cannula. The insulin pump was not replaced or returned.